Event description:
It was reported that a wireless module would not connect to the customer's wireless network. No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed the device to be inoperable due to a "check battery" alarm. The module failed to pass testing due to a failure on the radio printed circuit board. The device is un-repairable and removed from service.